Event description:
During anesthetizing of her skin for her spinal placement (scheduled c-section), the 25g needle broke off at the hub within her subcutaneous tissue. It was unable to be visualized or palpated. She subsequently underwent cesarean delivery under general anesthesia. She had a CT scan of her lumbar spine which showed the retained needle fragment in the subcutaneous tissue at l1-2 level. Ultimately, it was retrieved under ir [interventional radiology] guidance.